Event description:
It was reported that the patient¿s implantable neurostimulator (ins) turned itself in the past for ¿unknown reasons¿ but they would notice a return of symptoms and then turn it back on. The patient stated that they had a loss of therapeutic effect which began yesterday and was not able to turn the ins back on ¿in this instance¿. The patient also had a ¿little bit of pain¿ due to the loss of therapy. Yesterday the patient saw all 4 lights on the programmer blinking and replaced the batteries yesterday and again today. Following the battery replacement, the patient saw only the light for the 9v battery was ¿solid¿ and that they were holding the programmer over the ins site as normal. The light test with the remote determined that the programmer was functioning as normal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3966, lot# la1868, implanted: (B)(6) 2002, product type: lead. (B)(4).